Event description:
The glass (fiber) tip broke off the device during use. The tip was recovered and will be sent back with the rest of the fiber. There was no patient harm.

Manufacturer narrative:
The fiber distal end was evaluated under a microscope where it was noted that the fiber core was not visible as the break of the fiber was under the blue buffer. The tip that broke off was retrieved and sent in a separate biohazard jar. The retrieved tip was found to be approximately 4mm in length. The fiber was connected to a test laser where it exhibited an unclear pilot beam and was fired at 20 watts for 48 pulses where buffer burn back was noted since the blue buffer extended beyond the break point of the fiber. The fiber was found to successfully transmit laser energy at a power transmission level that measured just below dornier power specifications due to extended buffer on the end of the fiber. The fiber was bent around the designated 400 um test fixture and passed the mechanical bend radius test. The customer stated the fiber tip broke off during use. Since it is evident that a fiber tip was present when the case started, this confirms that the fiber had a conforming tip prior to initial use and the tip was broken during the course of the procedure. Analysis of the break location at the fiber distal end and the recovered fiber tip likely indicates that the fiber tip had come in contact with a body structure which caused the tip to break under the fiber buffer. The successful use of the fiber prior to the broken fiber tip being noted and the presence of a pilot beam with successful laser energy transmission indicates that this fiber was fully intact and capable of function as intended.